Manufacturer narrative:
Required secondary intervention. Eval: result: arterial trauma/dissection/perforation. Small arteries. Conclusion: small arteries.

Event description:
A valiant stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm in a clinical pt. Aneurysm morphology was not reported. The pt had small 7 mm vessels. The device was inserted percutaneously and advanced through the external iliac artery then it stopped and could not be advanced into the common iliac artery. The device was removed and a 22 fr introducer sheath was inserted; however, it would not advance. It was reported that the right iliac vessel was torn when advancing the delivery system through the artery, but it is unk if the delivery system or the introducer sheath tore the vessel. A conduit was sewn in to by pass the right iliac artery followed by the successful deployment of 2 stent grafts. Pt lost 1000 cc of blood and received 6 units of blood during the procedure. No additional clinical sequelae were reported and the pt is fine. The delivery system was discarded after the procedure. Please note that this model # tf3232c100xc is not approved in the us; however, it is similar to the tf3232c115x which is approved in the us.